Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the stylet could not be removed from the right ventricular (rv) lead. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the test sample stylet was fully inserted through the length of the lead with no resistance. If information is provided in the future, a supplemental report will be issued.